Event description:
Reportable based on returned device analysis completed 25 sep 2013. It was reported that the hub detached. A renegade hi-flo kit was selected. During prep, the catheter was unable to be removed from the packaging hoop and the hub of the device detached. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed the shaft broke at a location along the device that could be introduced into the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: product analysis revealed a break in the shaft was present 54cm from the proximal end and 17cm of braid was exposed. All dimensions which could be measured were found to be within specification. A 0.0184¿ mandrel could not be advanced through the catheter due to the catheter being broken. There were 2 stretched sections present on the unit located 82.7cm to 83.6cm from the distal end and 85.7cm to 89cm from the distal end. A coating confirmation test confirmed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).